Event description:
It was reported that a patient had a surgery on (B)(6) 2014 due to malposition of the device. The reason of malposition was noted as weight loss. The patient recovered following surgery. The patient had other surgeries related to the device; reference MFR. Reports 3004209178-2015-08888 and 3004209178-2015-10170.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va00r2y, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).